Event description:
It was reported that this pacemaker exhibited loss of capture (loc) during its implant procedure. Technical services (ts) was consulted and discussed the device automatic capture feature and the evoked response (ER) channel, which did not register the loc. The discrepancy was attributed due to the feature been tested while the pocket was open. Ts requested the ER channel electrogram (egm) to be sent for further evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) during its implant procedure. Technical services (ts) was consulted and discussed the device automatic capture feature and the evoked response (ER) channel, which did not register the loc. The discrepancy was attributed due to the feature been tested while the pocket was open. Ts requested the ER channel electrogram (egm) to be sent for further evaluation. This pacemaker remains in service. No adverse patient effects were reported. Additional information from the field clarified that there were no issues and the capture was confirmed once the pocket was closed. This device remains in service.